Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n144334, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s healthcare provider (hcp) requested MRI guidelines. It was noted that the patient¿s spine was the area to be scanned. It was reported that it was unknown if there was a device or therapy issue related to the MRI. It was reported that the hcp was accessing the pump because the patient had pain. It was noted that the patient¿s hcp was accessing the patient¿s pump because it was not working. It was reported that the hcp was assessing the intrathecal (it) catheter to ¿rule out¿. It was noted that the patient pump was used to infuse morphine.